Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinicians in the ICU report that devices are shutting down without any low battery alarms or any logged information. There was no information on patient involvement.

Event description:
It was reported clinicians in the ICU report that devices are shutting down without any alarms or any logged information. Customer has confirmed this is not a battery issue. There was no information on patient involvement. Additional information was received that the customer has issued a practice alter to staff regarding this issue. Upon on site visit from manufacturer it was noted that devices had green/blue deposits on iuis. This was reported during manufacturer representative on site visit.

Manufacturer narrative:
Omit: unique identifier (UDI) #, medical device serial #, c20 - no findings available. Correction: describe event or problem. Additional information: imdrf annex a,g,b,c codes and manufacturer narrative. Root cause: the probable cause of devices shutting down was unable to be determined, no devices were returned for this investigation, and no additional event information was provided. During site visit from manufacturer, it was noted that the devices had green/blue deposits on inter unit interface (iui). Investigation summary: the reported devices shutting down could not be confirmed or replicated due the suspect devices were not received for this investigation. A review of the logs could not be performed. The suspect pcu or the pcu logs were not provided. Inspection and laboratory testing could not be performed, the incident devices were not received for this investigation. The bd alaris system v9.33 user manual states to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Inspect and clean the product per the procedures on the manual: while visually inspection the inter unit interface (iui) connectors, look for fractures on the connectors black-colored plastic. If you see any damage, do not use an instrument with fractured iui connectors. The iui connectors must be replaced if any damage is observed and if any surface contains or blue or green deposits are visible. Do not use a device with any damage. Send it to biomedical engineering for repair. During site visit from manufacturer, it was noted that the devices had green/blue deposits on inter unit interface (iui). The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note that this report lists imdrf annex a1801, g02017, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.